Manufacturer narrative:
Office does not document race/ethnicity. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A company representative reported that a 46-year-old male patient received delivery of a dental appliance on (B)(6) 2025. On (B)(6) 2026, the patient reported that the pins on their device broke on (B)(6) 2026; no patient symptoms or injury were reported and the patient discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were required. It is unknown whether the appliance was replaced as well as if the cleaning and storage instructions were followed. The company representative's office is located in (B)(6).